Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an open pancreaticoduodenectomy, the knife did not return to the home position at the third firing though the knife moved forward to the distal end. The device was used on jejunum after resecting gastric body. The staple line was completed, then, the manual override lever was used to return the knife to the home position. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # p56255. The analysis found that one pcee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.